Event description:
Liveworld reported on behalf of patient " I need to know where I can contact for a guarantee of some natrelle prostheses, they are bursting and I have health problems, I need to have surgery urgently." Device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.